Manufacturer narrative:
Analysis of the ins, (B)(4) found no anomaly. Product analysis #232490886:analysis information -- 2018-04-10 13:34:05 cst pli# 10 product ID# 97702 below is unedited, system generated text based on the analysis finding code(s) and test results. The returned {device} passed all {functional} testing in the laboratory. No anomalies were identified. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the {referenced to electrode #0.} electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID: 399860, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the caller stated they did an ins replacement today but upon testing the new ins, 8-15 was showing high impedances but impedances were fine prior to the case. The caller stated the physician didn't want to test with an multiple lead trialing controller (mltc) but they did switch port in the ins and 8-15 remained high and contact 5 was showing completely out of range. The caller stated the physician requested to replace the ins and after this was done all impedances were "fine" but elevated around 3200-5800 ohms. The caller then mentioned that this is what the impedances were prior to the case and patient mentioned their device "stopped working" a couple months ago. The caller then stated here was no issue disconnecting/reconnecting extensions to ins but the physician didn't check the extensions at all. The caller stated they tried to program the patient and they aren't feeling anything and voltage is maxed up whereas with previous ins they were using bipole and feeling it at 2.0v. It was suggested to continue trying to reprogramming and also checking impedances to see if values decrease at all. It was reviewed there could have been an issue with the system prior to today since the patient indicated there device "stopped working" and impedances prior to the case were elevated as well. It was also suggested leaving stimulation on at low level or leaving stimulation off and have patient come back for follow up. No further complications were reported. No additional patient symptoms were reported. Additional information: it was reported the rep was able to use some of the electrodes to get stimulation in the patient's legs but she says the coverage isn't where it needs to be. No further information was reported. Additional information: it was reported the rep was able to program the patient and get them some stimulation although she is saying it is not in her back where she needs it. The physician is aware that she is not feeling stimulation where she needs to feel it. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 399860, (B)(4), implant date should be corrected to (B)(6)2005. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s healthcare provider (hcp). It was reported that the patient was seen on (B)(6) 2018 and advised to meet with a manufacturer representative. The hcp stated that the cause of the high impedance, lack of coverage, and device not working was undetermined. The patient met with a manufacturer representative to interrogate the device and check impedances. It was unknown if the issues were resolved. No further complications were reported or anticipated.